Event description:
It was reported that the patient underwent a procedure involving a preexisting sling and new artificial urinary sphincter (aus) implant for unspecified reasons. There were no patient complications reported.